Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent examination under anesthesia, examination of the vaginal cuff, repair of the vaginal mucosa and granulation tissue on (B)(6) 2011, due to vaginal bleeding, dyspareunia and vaginal mucosal erosion. It was reported that the patient underwent transvaginal removal of the mesh; cystourethroscopy on (B)(6) 2011, due to bilateral groin pain and vaginal discomfort secondary to exposed mesh. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.